Event description:
Dealer reports that this raised toilet seat unlocked while pt was sitting on it and pt became stuck between toilet and wall. Pt's daughter reported that seat wobbled after being installed by pt's son. Pt did not report injury at time of incident, however she was being treated for compression fractures of the spine and MRI subsequent to the event shows an additional compression fracture above the previously injured area. Unit was returned and evaluated. No malfunction was found and the fit and function test proved that the unit, when properly installed, is secure and does not move.